Event description:
During a customer experience survey a patient reported that they were staying on in-center dialysis because they tried home therapy, and it did not work. It leaked into their lungs. Additional information was obtained through follow-up with the patient¿s dialysis clinic. It was confirmed the patient was initially a peritoneal dialysis (pd) patient. However, the patient¿s peritoneal lining was weak resulting in fluid leaking into the scrotum. The report of fluid in the lungs could not be confirmed. It was determined that the patient could not complete pd therapy and was transitioned to in-center hemodialysis (hd). There was no malfunction with the liberty cycler or issue with any fresenius drug or product(s) that caused the patient¿s transition to in-center hd. The patient has since received a kidney transplant and has been discharged from the clinic. No further information was provided as the patient¿s record was not available at the clinic.

Manufacturer narrative:
Clinical review: during a response to a voice of the customer survey, this patient reported staying on in-center dialysis because they tried in home, and it didn¿t work. It leaked into their lungs. No further information was available. Additional information was obtained through follow-up with the patient¿s dialysis clinic. It was confirmed the patient was initially a peritoneal dialysis (pd) patient. However, the patient¿s peritoneal lining was weak resulting in fluid leaking into the scrotum. The report of fluid in the lungs could not be confirmed. It was determined that the patient could not complete pd therapy and was transitioned to in-center hemodialysis (hd). There was no malfunction with the liberty cycler or issue with any fresenius drug or product(s) that caused the patient¿s transition to in-center hd. The patient has since received a kidney transplant and has been discharged from the clinic. No further information was provided as the patient¿s record was not available at the clinic. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey a patient reported that they were staying on in-center dialysis because they tried home therapy, and it did not work. It leaked into their lungs. Additional information was obtained through follow-up with the patient¿s dialysis clinic. It was confirmed the patient was initially a peritoneal dialysis (pd) patient. However, the patient¿s peritoneal lining was weak resulting in fluid leaking into the scrotum. The report of fluid in the lungs could not be confirmed. It was determined that the patient could not complete pd therapy and was transitioned to in-center hemodialysis (hd). There was no malfunction with the liberty cycler or issue with any fresenius drug or product(s) that caused the patient¿s transition to in-center hd. The patient has since received a kidney transplant and has been discharged from the clinic. No further information was provided as the patient¿s record was not available at the clinic.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. A product history review was not completed during the investigation as the serial number was not provided. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.